Event description:
Additional information received reported the patient had the revision surgery and the implantable neurostimulator was placed properly in the pocket.

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID neu_unknown_lead, product type lead; product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) had flipped. It was noted that the device was either not secured properly or was placed improperly during surgery. There was a coupling issue reported, antenna locate feature and a ¿short¿ physician mode recharge were performed but coupling did not improve. They were only able to obtain 0-2 coupling bars when they tried to recharge and the antenna locate feature reading was 22/32/36. The manufacturing representative met with the patient on the date of this report. They were able to demonstrate effective recharge and were on continuous mode. The patient did receive an x-ray on (B)(6) 2014 and reviewed on (B)(6) 2014 and they will have to be scheduled for a revision surgery in the future. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be sent.